Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it passed, resulting in 0.21 volts discharged. A pairing test was performed on the transmitter, with the (B)(4) bluetooth pairing device and it passed. A functional test was performed on the transmitter and it passed. Share data logs were reviewed, finding a loss of connection within the investigation window. The complaint of a loss of connection was confirmed. The root cause could not be determined, post investigation.